Event description:
Device malfunction: stent mislocation/flaring. Time of malfunction: unknown. Symptoms/ae: none. It was reported that during the procedure in an unspecified vessel, the absolute pro could not cross the lesion. The device was removed from the patient's anatomy, and there was no adverse patient effect. Though requested, no additional information was provided. During abbott device analysis, it was revealed that the stent was mislocated distal of the distal marker.

Manufacturer narrative:
(B)(4). The absolute self expanding stent system (sess) was returned with the stent implant located distal of the distal marker and slightly flared. Factors that can contribute to the stent being pulled distally and flaring include, but are not limited to manufacturing, handling during removal from packaging, handling during removal of the tip mandrel from the sess, or during loading into the introducer sheath. All sess are visually inspected for stent location between the markers and verification that the stent is fully contained within the distal sheath. No manufacturing quality deficiencies were observed. No specific cause could be determined for the stent mislocation; however, it does appear to be procedurally related. A review of the device lot history record did not reveal any non-conformities which could have contributed to this event.